Event description:
It was reported that intermittently the 9800 system will get a dum beep and the image is not saved. This was noted when the c is rotated either in the ap or lateral positions and the save button is selected. It was also reported that it takes several seconds to highlight an image, from the image directory, and to send the image that is selected. Customer was able to complete all cases. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the vertical up switch and the hard drive. The system was tested and found to be working as intended and placed back into svc.